Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient was undergoing a peripherally inserted central catheter (PICC) line insertion procedure, the device delivered inappropriate shocks due to crosstalk. No intervention was performed as no episodes of crosstalk were recorded on any electrograms (egms). Patient was recovering.